Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of portion of the truepath device. The hypotube, tip and portion of the drive shaft were not returned for analysis. The control unit, motor housing, working length, tip housing/tip were visually examined. The drive shaft was detached 91cm distal of the collet strain relief. The end of the detachment was jagged, indicating force was applied to the drive shaft. The blue shroud was pulled distally 1cm with the shroud detachment pin was missing. The motor housing was taken apart and the collet was loosened and removed, the drive shaft was still attached to the motor coupling and there were no damage or irregularities to the components inside the motor housing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11-jan-2019. It was reported that the device no longer functioned. The 100% stenosed target lesion was located in the superficial femoral artery. A truepath was selected for use. During procedure, it was noted that the device no longer functioned as it stopped activating. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the drive shaft was detached.